Manufacturer narrative:
(B)(4). Concomitant medical products: screws, allograft (implant (B)(6) 2012). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with back and leg pain. Patient had some discography in the past and mris in the past. He had a large central protruded disc at l5-s1 that caused fairly severe stenosis. The patient was diagnosed with spinal stenosis lumbar spine l4-5 and l5-s1 with degenerative disc disease and large, central protruded disc at l5-sl, central and right-sided extruded disk at l4-5 with fairly severe stenosis at both levels, end-stage degenerative joint disease at l3-4 with provocation discography at l3- 4. The patient underwent posterior spinal fusion, lateral transverse process technique l3-s1 lumbar spine utilizing allograft bone graft, autogenous iliac crest bone graft, as well as rhbmp-2/acs and allograft chips, posterior lumbar interbody fusion at the lumbar 4-5 utilizing autogenous iliac crest bone graft together with rhbmp-2/acs as well as allograft bone graft. Lumbar interbody fusion at l5-s1, laminectomy of l4, l5 with resection of facets and full decompression l4, l5 roots bilateral. Partial laminectomy of s1 and posterior segmental fixation of lumbar spine at the l3-s1 utilizing 6.5-mm screws at l3, l4 and l5 and bicortical sacral screws at s1.